Event description:
It was reported that the patient experienced fatigue and fluid accumulation possibly due to the loss of atrial capture in the right atrial lead and loss of atrioventricular (av) synchrony. It was further reported that there was high impedance, high/unstable thresholds, noise with movement, and a possible fracture observed in the lead. The atrial output was increased to maintain capture and the device mode was reprogrammed. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4591 implantable pacing lead 2009 (B)(6); 6932 implantable tachy lead 1997 (B)(6). (B)(4).